Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15: (B)(4), d4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for lgx 15: (B)(4). D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Momentary squeeze (ms) pump was microscopically inspected, and it was observed that the tubing was cut down to the pump block. Ms pump passed the leakage test. Ms pump did not pass activation test. Based on the information available and analysis results, the ms pump did not pass activation, which could have caused or contributed to the reported mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a crack in the pump connecting tube was found. The pump was explanted and replaced. No patient complications were reported.